Event description:
The account stated they report architect urine magnesium in units of mg/dl, but the laboratory host computer system is set up to report result in meq/l which causes the urine magnesium reference range to be incorrect. Additionally, the laboratory host computer system is using a divisor of 1000 instead of 100 for the 24 hour urine magnesium result. No impact to patient management was reported.

Manufacturer narrative:
The clinical chemistry magnesium package insert related to urine magnesium units for mg/day is incorrect. The decimal placement is incorrect for the normal range (mg/day) and the conversion factor (from meq/day to mg/day). Abbott has not received any reports of adverse events related to the incorrect urine magesium units for mg/day. This is an initial report. An investigation is in the process. A final report will be submitted when the investigation is completed.